Event description:
A (B)(6) old female pt contacted zoll customer support to report that her monitor would not activate when she tried to turn it on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not activate) has been confirmed. As received, the monitor was resetting. The cause of the resets and inability to activate is corrupted flash programming. The root cause of the corrupted flash programming cannot be positively identified. No adverse event resulted from the defective memory. The pt received a replacement monitor.